Manufacturer narrative:
Title: effectiveness and postoperative pain level of single-port versus two-port thoracoscopic lobectomy for lung cancer: a retrospective cohort study source: general thoracic and cardiovascular surgery (2021) 69:318¿325. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between october 2014 and october 2017, postoperative to single-port thoracoscopic lobectomy and two-port thoracoscopic lobectomy, complications such as included bleeding, pulmonary air leak and bronchopleural fistula were observed. Reoperation was performed due to bleeding. Surgery was converted to open.